Event description:
The patient received an scs system which included 2 leads from the same lot. It was reported the patient did not like the stimulation and had the scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.